Event description:
Patient was being pulled up on stretcher when they bumped their left arm on siderail and obtained a 3 cm x 1/2 cm skin tear. Area cleansed with nss. Adaptic, 4 x 4, and kling applied. Pt was discharged to a skilled nursing facility nine days later, patient status on the eleventh days, wound is healed.